Manufacturer narrative:
The computer was replaced in the system and this resolved the issue. When the computer was evaluated in house, it was found that the graphics card was malfunctioning, causing the system to freeze.

Event description:
Site report that the landmarx software froze 4 times in one day. This event did not occur during surgery and no pt was present.